Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had received critical pump error as well as this alarm is generated when a power failure is detected and motor safety circuit failed test. Customer's blood glucose level was 141 mg/dl. The customer also reported that they received frozen display. Customer stated that alarm did not clear by selecting ok and insulin pump screen turned off. Customer was advised to unable to clear the pump errors, power loss alarm and program the insulin pump. Customer troubleshoot was performed. Customer advised to the insulin pump will need to be replaced and to revert to back up plan. Insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump was received with a critical pump error (open book image) alarm. Pump error alarm is found in the formatted history file due to software error. Unable to perform displacement, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep current measurement, and active current measurement, or self tests or verify unexpected battery power loss and frozen display due to critical pump error (open book image) alarm. No alarm is generated when a power failure is detected alarms could be found in the downloaded trace files.